Event description:
The pt reported that his infusion device displayed several dashes and a 2.0 on the device screen. The pt also stated that his device was beeping continuously. The pt stated that this power pack had been in use for over 3 weeks. The pt was advised to change his power pack every 2 weeks. The pt stated that he was aware of the power pack recall and has been receiving his replacement power packs. The pt stated that he would place a new power pack into his infusion device. The pt's blood glucose was not affected. The pt did not report assistance by a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
H6: no product will be returned for evaluation.